Manufacturer narrative:
MFR received date: 03 sep 2019. The gas delivery system (gds) was received for evaluation without the data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve. There were no signs of damage or contamination during visual inspection. After testing, the reported problem was not duplicated, and there were no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jul2019. The field service engineer (fse) evaluated the device and the reported problem was confirmed. The fse replaced the power switch overlay and flow sensor assembly to address the issues. The unit is now functioning properly. (B)(4).

Event description:
The customer reported a faulty led indicator and inaccurate oxygen concentration.